Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. Device was discarded at facility, therefore no product return and no product evaluation could be performed. A component whose function is to facilitate the insertion of a particular device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheath. After implantation of the stent graft, a type ii endoleak was observed from the lumbar artery and it was decided to be monitored. At the time of wound closure, intimal injury was confirmed at the left puncture/access site. Surgically repaired and the procedure was completed. Reportedly the intimal injury occurred during insertion of the 12fr sheath or during insertion of the perclose proglide¿ before the sheath insertion, but the timing of the injury was unknown.